Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported ¿the right breast implant is ruptured. There is a large volume of extracapsular silicone. There are multiple axillary lymph siliconomas, largest 19 x 9 x6 mm¿. It was also noted " an implant rupture secondary to a recent mammography¿. The device was explanted.